Event description:
On (B)(6) 2012, the lay user/patient's mother contacted lifescan (lfs) alleging the patient's onetouch ping meter's display was damaged; it had a line going through it. The medical surveillance specialist (mss) spoke with the patient's mother (reporter) on (B)(6) 2012 and obtained the following information. The reporter claimed the alleged issue began approximately two weeks prior to contacting lfs for assistance. The patient reportedly manages her diabetes with novolog insulin through pump therapy and had been experiencing high blood glucose prior to the alleged issue occurring. The reporter stated on or around (B)(6) 2012 at 3am, the patient was experiencing symptoms of vomiting and had ketones. She attempted to test the patient using the subject device and discovered the display was damaged. The reporter further stated that she immediately checked the patient's blood glucose using her back up meter (onetouch) also at 3am and reportedly obtained a high blood glucose reading (unknown result). The patient reportedly increased her dose of novolog by 6 units and felt better within an hour. At the time of troubleshooting, the cca noted that the subject meter was not being used for the first time. There was no report of trauma/misuse with the device. Replacement product was sent to the patient. There is no indication that the product caused or contributed to a serious injury. The patient's symptoms started before the reported issue first occurred and there was no delay in testing or treatment as the reporter confirmed the patient was using a back-up meter after the alleged issue occurred. However, this complaint is being reported because the alleged product issue remained unresolved.

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis on (B)(6) 2012 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a damaged display. Cracked / broken lines around on the lcd. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. The 510(k) # is k082590.